Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm (ldv), this alarm occurred during initial drain with a drain volume of 11ml and a last fill volume of 2000ml. The technical service representative (tsr) assisted the home patient (hp) checking the lines for kinks/ fibrin/ bubbles. The hp stated there were bubbles in the patient line. The tsr assisted in ending the therapy. The tsr advised the hp to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated the following: the cause was unknown and the sample was discarded. The companion sample and lot number was not available. Therapy had been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. This issue is being investigated through CAPA. The problem was confirmed and the cause was air in patient line.